Event description:
Synvisc injections - series of 3 weekly injections in right knee - as could not straighten out knee because of bone spur. Side effects-muscle weakness in arms - could not lift arms above shoulders - pain across shoulders and upper back, excruciating cramps in front of thighs lasting 45 mins each time on 4 nights, tachycardia on 6 mornings from 5:00 am to 5:30 am, pain in ribs on right side, aches and pain all over - could not sit in easy chair for more than half hour at a time, spent most of time in bed propped up with pillows, very sleepy. All symptoms disappeared all at once 4 weeks after first injection. I have not had any more problems with my knee since, so have not had a knee replacement. In oct 2006, I checked the internet, and discovered that many pts had adverse reactions from synvisc. I could not do much of anything for a month. My orthopedic surgeon said the reactions I had were not from the synvisc injections, but after reading about other pts' reactions, I am convinced the synvisc caused these adverse reactions. Is it possible that synvisc is one of the medications that depletes the body of co-enzyme q-10? Dose or amount 3 frequency weekly route intrasynovi. Dates of use: 2 weeks, 2006. Diagnosis or reason for use: unable to straighten right leg. Event abated after use stopped or dose reduced no. Event reappeared after reintroduction dosen't apply.